Manufacturer narrative:
The initial report was submitted under manufacturer report number 3005094123-2018-00030 ((B)(4) as manufacturing site) with suspect medical device of architect total bhcg, list 7k78. After further evaluation, the suspect medical device was changed to architect i2000sr, list 3m74 ((B)(4) as manufacturing site), which is this report. Patient ID did not contain enough spaces for entire ID. The entire ID is (B)(6). The evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The account generated false positive architect total bhcg of 639.68 miu/ml on a specimen ID (B)(6) that repeated negative of <1.2 miu/ml when processing on the architect i2000sr. No impact to patient to patient management was reported. No ethnicity and race was provided.

Manufacturer narrative:
The evaluation included the on-site investigation performed by the abbott service representative, a review of quality records and the current labeling for the architect system operations manual. The abbott field service representative replaced multiple components, including multiple parts, including the vacuum pump and valve; sample, r1, and r2 syringes and buffer pumps; trigger/pre-trigger manifold and cmia optics board; and dc driver I/o board. However, a single likely cause part was not identified. A review of the architect i2000sr tracking and trending data revealed no systemic issues or adverse trends associated with the erratic result described in this complaint. A review of the quality system data indicates the erratic result rates were within expected limits for the architect isystem analyzers. The architect system operations manual provides probable causes and corrective actions for I system elevated concentration and erratic results, including, but not limited to, inadequate wash buffer dispense at the pipettors or trigger/pre-trigger manifold; syringe assembly leakage; and hardware failure. No product deficiency was identified.